Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that during a trial procedure, the patient was experiencing minor headaches. The patient had cerebrospinal fluid leakage (csf leak). It was noted that the physician was having difficulty inserting the leads and ended up doing a laminectomy. The physician patched up the area at that time and the patient was doing well.